Manufacturer narrative:
A review of the logfiles confirmed the reported event. The logfiles showed nibp measurements were successful following 12:00pm, but issues obtaining measurements did occur around 4:00pm and 6:00pm, as reported. The notable technical issues observed were mainly intermittent "nibp cannot measure" and "nibp measurement timeout" events which occurred during the afternoon and evening of (B)(6) 2025 and (B)(6) 2025. The device alarmed as intended. These events reflected episodes where measurements could not be obtained, likely due to patient movement, cuff issues, or transient physiological conditions. These events were automatically resolved within minutes as evidenced by correlating "remove" log entries. Most of the remaining log entries indicated successful, periodic blood pressure measurement cycles and normal device function, as shown through "nibp deflation done" and "mc_input_int_meas_complete." The instruction for use (IFU) tells users that weak or irregular pulses, patient movement, tremors, or respiratory artifacts can affect the accuracy of non-invasive blood pressure measurements and even cause them to fail. Before applying the cuff, users are advised to read the non-invasive blood pressure precautions. It is recommended that the cuff is not applied to a limb that is already used for other measurements and other patient connections should not interfere with each other. In conclusion, a review of the available information confirmed the device operated as expected and there was no evidence of a device malfunction or critical patient risk.

Event description:
It was reported that there was an intermittent inability to obtain (nibp) non-invasive blood pressure measurements with the m540 patient monitor on a critically ill infant. Initially, nibp measurements were successful during treatment in the resuscitation unit and on the ward. Approximately 4 hours after birth (around 4:00 p.m.), only mean arterial pressure (mad) readings were possible. After an additional 2 hours (around 6:00 p.m.), no measurements could be obtained. Normal nibp measurement resumed approximately 7 hours later (around 1:00 a.m.) In this case there was no adverse patient impact. However, the inability to obtain the desired parameter reading using the infinity acute care system on a critical patient has the potential to cause or contribute to a death or serious injury if this malfunction were to recur.

Event description:
It was reported that there was an intermittent inability to obtain (nibp) non-invasive blood pressure measurements with the m540 patient monitor on a critically ill infant. Initially, nibp measurements were successful during treatment in the resuscitation unit and on the ward. Approximately 4 hours after birth (around 4:00 p.m.), only mean arterial pressure (mad) readings were possible. After an additional 2 hours (around 6:00 p.m.), no measurements could be obtained. Normal nibp measurement resumed approximately 7 hours later (around 1:00 a.m.) In this case there was no adverse patient impact. However, the inability to obtain the desired parameter reading using the infinity acute care system on a critical patient has the potential to cause or contribute to a death or serious injury if this malfunction were to recur.

Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.